Manufacturer narrative:
Clinical evaluation performed on (B)(6) 2018 by medical affairs director the history of this case is not well documented. Apparently, 4 months after cementless tha in a woman with very poor bone quality a femoral fracture took place, with no reported traumatic event. The radiograph supplied shows a fractured femur but also a cable-plating system whose appearance we cannot date. This type of devices is normally used to treat fractures over a femoral stem (when no screws can be inserted), but if that is what happened, the fracture must have repeated after the plating and cabling was done. In any case, we do not see any problem that may have been caused by a faulty tha implant. Batch review performed on (B)(6) 2018. Lot 170628: 15 items manufactured and released on (B)(6) 2017. Expiration date: (B)(6) 2022. No anomalies found related to the problem. To date, 11 items of the same lot have been already sold without any similar reported event.

Event description:
The patient had poor bone quality and fractured her femur 4 months after primary. There was no report of trauma. The surgeon revised the stem and head. The surgery was completed successfully.